Event description:
It was reported rn disconnected IV tubing from needless access device - nad; part of IV tubing broke and remained in nad.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.